Event description:
An internal review of programing history was performed where high impedance was observed on this patient's device on (B)(6) 2017 the impedance value was within normal limits when diagnostics were last performed on (B)(6) 2016. No other relevant information has been received to date, and no known surgical intervention has occurred to date.

Event description:
The vns generator was received by the manufacturer and underwent product analysis. Electrical tests performed in the product analysis lab confirmed that the generator was at end of service. No additional performance or any other type of adverse conditions were found with the pulse generator. Through a review of the generator¿s downloaded memory, it was observed that high impedance was only present after the device was explanted. High impedance observed after explant is an expected event and is not considered a malfunction of the device. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Information received that the patient's generator was explanted. No known surgical intervention regarding the lead has occurred to date. No other relevant information has been received to date. The generator has not been received by the manufacturer to date.